Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the coating of the guide wire was flaking. While inserting the guide wire through a y connector after several attempts, the coating on the distal tip was noted to be flaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.